Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage was suspected, but could not be confirmed to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in clinic for further investigations. Provocative testing did not reproduce the noise. X-ray imaging was performed, however no lead anomalies were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.